Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued repeated ¿unable to proceed¿ messages and alert 38 during rewind after a supply change, with an earlier occlusion reported prior to this event; attempts to disconnect, fill tubing, and restart did not resolve the issue, indicating a failure to infuse associated with a stalled motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.